Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during lead revision, an insulation failure was observed. The lead was cut and removed.